Manufacturer narrative:
The investigation determined that multiple, non-reproducible, lower than expected vitros phyt quality control results were obtained while using the vitros 5600 chemistry system. Expected performance was obtained using the same reagent lot. The investigation could not determine a definitive root cause. However, a reagent related issue cannot be ruled out as a contributing factor. There was no evidence to suggest that an instrument issue contributed to the event.

Event description:
A customer observed multiple, non- reproducible, lower than expected vitros phyt quality control results (qc fluid biorad 2= 16.78, 18.61, 12.08, 12.52, 16.39 vs. An expected result = 23.38 ng/ml) while using the vitros 5600 chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No patient samples were run for vitros phyt during the time frame of the event. There was no report of harm to patients as a result of this event. This report is number two of five MDR's for this event. Five 3500a forms are being submitted for this event as five devices were involved. (B)(4).